Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer and a nurse, the user was admitted to the intensive care unit because of ketoacidosis. At the hospital the customer was treated with insulin, glucose and various minerals. The customer reported that he measured his blood glucose two days before the day of the event and had a value of about 20 mmol/l. He administered an insulin bolus, but the blood glucose level remained high. The user changed the infusion set, but without success. On the morning of (B)(6) 2020, the user vomited heavily and then noticed that insulin leaked into the cartridge compartment of the insulin pump and that there was moisture between the cartridge and the adapter.